Event description:
Customer reported elevated blood lead level (bll) results obtained on their leadcare ii analyzer. On the date of the call, the customer noted a specific patient result of 18.5 g/dl. According to the customer, affected patients were subsequently sent either for venous re-draws or thier other facility to be retested in a different leadcare ii analyzer. The customer stated that these follow-up results were "low" for lead; however, the confirmatory test values were not provided to magellan's technical support (ts). The customer reported that quality controls were last run the previous week, but no specific date or control results were initially provided. During troubleshooting, it was determined that control level 1 was slightly outside the target range, with a value of 12.4 g/dl (target range: 6.3-12.3 g/dl). The customer also indicated that proper capillary blood collection procedures, specifically handwashing with soap and water and use of an alcohol pad, had not been followed prior to sample collection. Ts referred the customer to the cdc guidelines for capillary blood collection for lead testing, as referenced in the leadcare ii instructions for use (IFU).